Event description:
Information received by medtronic indicated that the insulin pump had pump error 41 alarm. Customer stated that they were unable to clear the alarm. Customer stated that the insulin pump did not had any response from any button. Customer states the minutes do not change. Customer stated that the insulin pump had a crack on the back. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The pump had high sleep current measurement. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, faded end cap address label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. The pump did not have a battery installed when received. No damage noted on the original battery cap. All buttons' functions properly. No unresponsive buttons noted. The pump passed the keypad voltage test. No damage noted on the keypad traces. Pump was cut open to perform visual inspection and found corroded pcba1, and pcba2. Moisture damage was found on the force sensor, and motor. Please see below for the pump errors/alarms noted 1 week prior to the event date 10-feb-2022 in the formatted history file. (B)(6) 2022 15:26:00.000 alarm alert notification fault number = low battery alert (104) customer's battery voltage is 1.056 volts. (B)(6) 2022 23:55:00.000 alarm alert notification fault number = change battery fault (73) (B)(6) 2022 00:05:00.000 alarm alert notification fault number = change battery fault (73) (B)(6) 2022 00:26:00.000 alarm alert notification fault number = off no power (11) (B)(6) 2022 00:36:00.000 alarm alert notification fault number = off no power (11) (B)(6) 2022 00:37:03.000 alarm alert notification fault number = post-reset ram crc alarm (23) (B)(6) 2022 00:37:17.000 alarm alert notification fault number = batt out limit (6) (B)(6) 2022 00:37:28.000 alarm alert notification fault number = batt out limit (6) (B)(6) 2022 09:35:00.000 alarm alert notification fault number = low battery alert (104) customer's battery voltage is 0.935 volts. (B)(6) 2022 19:06:00.000 alarm alert notification fault number = change battery fault (73) (B)(6) 2022 19:21:15.000 battery removed (B)(6) 2022 19:21:15.000 alarm alert notification fault number = battery removed (84) (B)(6) 2022 19:21:48.000 battery inserted (B)(6) 2022 11:42:00.000 alarm alert notification fault number = low battery alert (104) customer's battery voltage is 1.321 volts. (B)(6) 2022 11:43:16.000 battery removed (B)(6) 2022 11:43:16.000 alarm alert notification fault number = battery removed (84) (B)(6) 2022 11:43:29.000 battery inserted (B)(6) 2022 11:44:00.000 alarm alert notification fault number = low battery alert (104) customer's battery voltage is 1.322 volts. (B)(6) 2022 11:44:29.000 battery removed (B)(6) 2022 11:44:29.000 alarm alert notification fault number = battery removed (84) (B)(6) 2022 11:44:45.000 battery inserted (B)(6) 2022 11:46:00.000 alarm alert notification fault number = low battery alert (104) customer's battery voltage is 1.601 volts. (B)(6) 2022 11:47:01.000 alarm alert notification fault number = motor voltage error (41) (B)(6) 2022 11:48:00.000 alarm alert notification fault number = power failure alarm (24) (B)(6) 2022 11:49:32.000 alarm alert notification fault number = stuck key alarm (61) (B)(6) 2022 11:57:00.000 alarm alert notification fault number = motor voltage error (41) (B)(6) 2022 12:02:09.000 battery removed (B)(6) 2022 12:02:09.000 alarm alert notification fault number = battery removed (84) (B)(6) 2022 12:02:29.000 alarm alert notification fault number = post-reset ram crc alarm (23) (B)(6) 2022 12:02:43.000 alarm alert notification fault number = batt out limit (6) (B)(6) 2022 12:02:53.000 alarm alert notification fault number = batt out limit (6) (B)(6) 2022 12:09:47.000 alarm alert notification fault number = power failure alarm (24) (B)(6) 2022 12:10:00.000 alarm alert notification fault number = low battery alert (104) customer's battery voltage is 1.579 volts. (B)(6) 2022 12:17:00.000 alarm alert notification fault number = change battery fault (73) (B)(6) 2022 12:19:00.000 alarm alert notification fault number = power failure alarm (24) (B)(6) 2022 12:22:12.000 battery removed (B)(6) 2022 12:22:12.000 alarm alert notification fault number = battery removed (84) (B)(6) 2022 12:22:27.000 alarm alert notification fault number = post-reset ram crc alarm (23) (B)(6) 2022 12:22:41.000 alarm alert notification fault number = batt out limit (6) (B)(6) 2022 12:22:52.000 alarm alert notification fault number = batt out limit (6) the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 24, pump error 23, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm due to corroded electronic assembly. Using a test pcba 1 and the original pcba 2, the pump still had high sleep current measurement. Using a test pcba 2 and the original pcba 1, the pump had normal operating currents. The pump had high sleep current measurement due to corroded pcba 2. Stuck key alarm (61) confirmed in the pump history file, problem isolated to the keypad. Motor voltage error (41) confirmed in the pump history file due to corroded electronic assembly. Motor voltage error (41) confirmed in the pump history file. Keypad unresponsive/button error alarm was not confirmed, however stuck key alarm (61) confirmed in the pump history file. Cosmetic damage was confirmed at the back of the pump. Pump error 24 confirmed in the pump history file. Pump error 23 confirmed in the pump history file. Low battery alert confirmed in the pump history file. Power loss alarm confirmed in the pump history file. Replace battery alert confirmed in the pump history file. Replace battery now alarm confirmed in the pump history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.